Event description:
It was reported that the user could not seat the cartridge in the ilet during a supply change, which was determined during troubleshooting to be due to overfilling, consistent with a fitting problem involving the reservoir. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem related to overfilling that prevented proper cartridge seating in the reservoir. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.